Event description:
Customer requested trainings on how to conduct finger stick test and recall data from freestyle lite meter. Adc customer services referred customer to users guide for information on finger stick testing and owners manual for instruction on recalling data from his meter. Customer reported because he was not able to test, he experienced symptoms of blurred vision and weakness. Customer also reported visiting his doctor who diagnosed customer with severe hyperglycemia and treated customer with an unspecified medicine in an IV. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is the final report. This case involves training issues and does not involve a product malfunction. No further investigation is required.